Event description:
It was reported a confirmed motor stall was noted in event logs with no motor stall recovery recorded. It was noted motor stall caused by patient having had an MRI. The pump had not recovered 3.5 hours post MRI. Hcp programmed the pump to minimum rate and sent patient home. Pump will be rechecked for motor stall recovery. At the time of this report, no further information was provided. Additional information was requested and will be provided when available.

Manufacturer narrative:
(B)(4).